Event description:
On (B)(6) 2013, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, infrarenal device position was verified by a final angiographic run. The procedure concluded as planned, and the patient tolerated the procedure. On the same evening, follow-up imaging reportedly revealed the stent graft had completely covered the renal arteries. It was reported that the patient had initially presented with renal insufficiency. Consequently, minimal contrast was used during the procedure. The patient was transferred that evening to university hospital in downtown cleveland. A secondary intervention procedure was performed whereby the renal arteries were repaired via stent. The patient tolerated the procedure.

Manufacturer narrative:
Results pending completion of manufacturing evaluation.